Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy with a bipolar electrohemostasis of a duodenal bulb ulcer. According to the complainant, during the procedure, the probe would not cauterize. The physician used a new gold probe device, and a new erbe generator, and completed the procedure. The first gold probe device was tested on both erbe generators, and didn't work on either. They used the second generator with the second probe, as it was already set-up. No issues were noted with the first generator, when tested. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.